Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Additional system component being reported for this event: battery- (B)(4), catalog # 1650, exp. Date: 05/31/2015; method: interoperability evaluation, actual device evaluated; results: no failure detected; conclusion: no failure detected, device operated within specification. Battery- (B)(4), catalog # 1650, exp. Date: 09/30/2015, (B)(4); method: interoperability evaluation, actual device evaluated; results: no failure detected; conclusion: no failure detected, device operated within specification. Two batteries and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Available log files did not cover the reported event date. The reported event could not be confirmed as analysis of available log files showed that the real time clock was reset to zero. There were multiple controller power ups and a motor start with the time stamp 00:00:06. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. When one of the two power sources was disconnected from the controller, there were no high priority alarms and the pump continued to operate. The no power alarm would sound when both power sources were disconnected. No failure detected. The most likely root cause of the real time clock reset can be attributed to coin cell run down. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that when this patient was changing her battery the controller alarmed loudly and the patient thought that her pump stopped momentarily. Two new batteries were placed onto the primary controller and no further alarms were noted. The patient returned the complaint batteries to clinic for exchange and log files were sent. While at clinic the patient's back up was also evaluated. The internal battery was found to be 'dead and would not charge". The controller was removed from service and the patient was issued a new backup controller. The site was reinforced the need to periodically charge the backup controller. The patient was reportedly anxious as a result of the reported event but did not experienced any clinical symptoms.